Event description:
A malfunction alarm was reported for a pump, which was confirmed to still be under warranty. There was no adverse impact to the customer's blood glucose level, with levels not exceeding 500 mg/dl. The customer planned to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted. Technical support arranged for the replacement of the pump, confirmed the shipping address, and instructed the customer on how to put the defective pump into storage mode and return it within ten days using a pre-paid label.